Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to read and follow all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burn with large burn blisters/ pain/ burn second degree iib [burns second degree] , heatwrap became so hot [device issue] , used the heatwraps at the area of the injection [device use error] , burn scar/skin changes as a consequence/the skin is currently reddened and changed (shrinked) [scar] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number n16259, expiration date mar2019) from (B)(6) 2017 for an unspecified indication. The patient's medical history included breast enlargement with own fat in (B)(6) 2017 (previously reported as "a fat injection of her own fat into the breasts"). Concomitant medications were not reported. Breast enlargement with own fat was performed in (B)(6) 2017, the physician advised the patient to use thermacare at the area of the injection, since the injection sites were to be kept warm after the procedure. The doctor has given this recommendation with good success for years. The heatwraps caused a burn with large burn blisters to the patient, which the physician has not yet seen in his entire career. It was reported the heatwrap became so hot that it led to the burns. In (B)(6) 2017, few minutes after application of the wrap the patient experienced severe pain and removed the wrap immediately; nevertheless she developed burn blisters, also described as "burn second degree iib with skin changes as a consequence". Further description of the burn: "1 blister 2 cm in diameter, several smaller blisters, total area- approx. 5 cm." The blister was opened and treated; the wound was covered for three weeks. Consequences of the event burn blister was "burn scar (unknown event onset date), the skin is currently reddened and changed (shrinked)". Action taken with the suspect product was permanently withdrawn. Clinical outcome of the event "burn with large burn blisters/ pain/ burn second degree iib" and "heatwrap became so hot" was recovered/resolved with sequel on (B)(6) 2018 and for other events was unknown. The product quality complaint group reported that the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to read and follow all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (28jul2017): new information reported from the product quality complaint group includes: investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (14feb2018): new information received from the contactable consumer includes: patient age, updated medical history, product action taken, and new events ("burn scar/skin changes as a consequence/the skin is currently reddened and changed (shrinked)"). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of burns second degree, device issue, device use error and scar as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree, device issue, device use error and scar as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to read and follow all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] large burn blisters [burns second degree], used the heatwraps at the area of the injection [device use error] , heatwrap became so hot [device issue]. Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number n16259, expiration date mar2019) from an unspecified date for an unspecified indication. The patient's medical history included a fat injection of her own fat into the breasts on an unspecified date. Concomitant medications were not reported. On an unspecified date, the female patient received a fat injection of her own fat into the breasts. The physician recommended her to use the heatwraps at the area of the injection, since the injection sites were to be kept warm after the procedure. The doctor has given this recommendation with good success for years. The heatwraps caused a burn with large burn blisters to the patient, which the physician has not yet seen in his entire career. It was reported the heatwrap became so hot that it led to the burns. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. The product quality complaint group reported that the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to read and follow all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (28jul2017): new information reported from the product quality complaint group includes: investigation results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of "caused a burn with large burn blisters to the patient" "the heatwrap became so hot" "use the heatwraps at the area of the injection" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "caused a burn with large burn blisters to the patient" "the heatwrap became so hot" "use the heatwraps at the area of the injection" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] large burn blisters [burns second degree], used the heatwraps at the area of the injection [device use error], heatwrap became so hot [device issue]. Case narrative: this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number n16259, expiration date mar2019) from an unspecified date for an unspecified indication. The patient's medical history included a fat injection of her own fat into the breasts on an unspecified date. Concomitant medications were not reported. On an unspecified date, the female patient received a fat injection of her own fat into the breasts. The physician recommended her to use the heatwraps at the area of the injection, since the injection sites were to be kept warm after the procedure. The doctor has given this recommendation with good success for years. The heatwraps caused a burn with large burn blisters to the patient, which the physician has not yet seen in his entire career. It was reported the heatwrap became so hot that it led to the burns. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available.